Event description:
During follow up for an unrelated liberty select cycler alarm, a contact for this peritoneal dialysis (pd) patient reported the patient was hospitalized for an unspecified infection. There was no specific allegation the event was related to a deficiency or malfunction of any fresenius product or device. Multiple attempts were made to acquire further details concerning this hospitalization; however, no additional information was obtained. As a result, the source and nature of this infection, medical intervention(s) required, hospital course and patient demographics remain unknown. Upon review of the information provided by the patient contact in the follow up, it was reported the patient presented to the outpatient clinic on (B)(6) 2024 due to the inability to drain during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. The outpatient clinic initially suspected the source of the patient¿s inability to drain involved peritonitis (diagnosis not confirmed) and antibiotics were given prophylactically. When the patient presented to the outpatient clinic, they were unable to be drained by clinic staff. This prompted an emergency department visit leading to a hospital admission. At the time of the follow up, the diagnosis could not be determined, and the patient remained hospitalized. Upon follow up with the patient¿s pd registered nurse, it was reported the patient had a dialysis related complication, but it had nothing to do with the machine or any of their dialysis supplies. Additionally, it was stated [the infection] was unrelated to their machine or any other cause for concern. No further information was provided.